Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. Per physician's opinion, it seems that the rupture occurred during delivery as the tip of the guide extension had lifted and might have caused the issue. The procedure was completed with a different device. There were no patient complications reported.